Event description:
It was reported that during a ptcra procedure, involving a severely calcified and 99% stenotic lesion located in the proximal left circumflex coronary artery, the wire fractured. The floppy rtw guide wire was advanced into the left circumflex pl to straighten the vessel. Ablation of the lesion in the proximal left circumflex lesion was performed 7 or 8 time at 180,000 rpm's. During removal of the burr (size unk) in the dynaglide mode, the wire was pushed into a small steep angled vessel and became trapped. While attempting to withdraw the wire, 2cm of the radiopaque distal tip fractured and remained in the patient. No attempt was made at retrieval or securement of the fractured wire. Patient status is listed as "good."

Manufacturer narrative:
The wire was returned for analysis which is not complete at this time. A supplemental report will be filed upon completion of the analysis.